Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the sealing feature of the 5mm accessory cannula lumen had been penetrated with missing material beyond the flash membrane area. The material was no longer present. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis also observed that the membrane was cracked between the 8.5mm endoscope cannula lumen and the adjacent 5mm curved cannula lumen. No material was missing but there was prominent gap present. The evidence was inconclusive, but the cracked damage was likely due to mishandling/misuse. No other damage was found. The single site instruments and accessories user manual specifically states: warning: be aware that the cannulae are curved and specifically for use with instrument arm 1 or 2. Insert curved cannula only under endoscopic visualization and use care to avoid injury from the cannula tips inside the patient. Note: the camera head and endoscope assembly should be held and used manually (not connected to the patient cart) during port placement. Note: lubricate the cannula by dipping it in sterile saline before inserting it through the port.

Event description:
It was reported that it was unknown whether a chunk of silicone of the single site port instrument accessory fell into the patient during a da vinci surgical procedure. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The isi representative was contacted to request additional information regarding the reported complaint. It was indicated that the surgeon changed cannulas to longer cannulas for suturing the vaginal cuff and it was noted that a drop of saline or a 1-2mm piece of silicone was on the end of one of the cannulas that fell into the patient. The surgeon irrigated and suctioned and the patient has recovered as expected. The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions: a piece of the single site port instrument accessory allegedly broke off into the patient and the fragment was retrieved.